Event description:
It was reported that the event was a urinary tract infection (uti). It was noted that the outcome was resolved without sequelae on 2013-(B)(6). It was noted that interventions included medical or non-surgical therapy. It was noted that the patient was to drink cranberry juice and fluid as well as ciprofloxin 500mg bid x7 days. It was noted that the etiology was new illness, injury. It was noted that signs and symptoms included frequency, urgency and burning on urination.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# v466243, implanted: 2010-(B)(6), product type lead. (B)(4).